Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise. The noise could not be reproduced. The patient underwent a lead revision procedure. The pace/sense portion of the lead was surgically abandoned (capped). No adverse patient effects were reported. Three months later the shock impedances were consistently greater than 125 ohms. Surgical intervention was performed and capped the defibrillation portion of the lead. A new defibrillation lead was implanted without incident. This device remains in service. There were no additional adverse patient effects reported.